Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Patient wrote an email that the system displayed correct values in the morning but soon after eating and injecting insulin, the system showed discrepant values. Patient reported that the glucose was 8.2 mmol/l and after taking glucose the value was 3.2 mmol/l. Patient reported that no alert was received.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the escalation analysis for the sensor accuracy complaint and analysis of this hypoglycemia incident, there was temporary sensor inaccuracy observed at the time of the reported event due to the initial adjustment of the sensor after insertion. Per the initial escalation analysis, it was suggested to issue a sensor replacement and schedule an early sensor removal as it could not be concluded if the sensor performance would improve before day 21. However, the user continued to use the system until (B)(6) when he was inserted with a new sensor. Following the hypoglycemia event, the system in fact started to recover, pulling up the measurement of electronic performance (mep) and measurement of sensor performance (msp) values above the failure threshold just before day 21, avoiding an early sensor replacement alert and displaying improved sensor performance.